Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported a pod that the patient experienced high and low blood glucose (bg) levels and ketones with. The patient's blood glucose reached in the 300's mg/dl while wearing the pod between 36 and 48 hours. She gave him an injection to treat the high bg. The mother stated that they changed his insulin-to-carbohydrate ratio, then he went low into the 40's mg/dl. The pod basal was resumed and his bg went back up to the 300's mg/dl. The patient complained of belly pain, so they took him to the emergency room (ER). While at the ER, they tried to treat the patient with ivs but the mother did not let them. The patient was given miralax for gas problems. The patient's setting were changed back to where it used to be.